Event description:
I have been waiting almost one year to get my replacement CPAP from philips. My first email from philips was (B)(6) 2021 but I had already registered for a replacement before that. I've been using an unsafe CPAP machine and am very worried about my health. They have contacted me on (B)(6) 2022 and I still have no resolution or even see a resolution in sight. On the latest email they appreciate my understanding but I'm not understanding. This is a cancer hazard. It¿s a game they are playing with my health. I'm looking to get my replacement asap. Here is my case information. As a reminder, your affected device was registered on (B)(6) 2021 and your registration confirmation number is (B)(4). Please remember to save this registration confirmation number for future communications. FDA safety report ID #(B)(4).